Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during a case a ventilator failure occurred. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The device log file was available for investigation. From the entries, the reported ventilator failure could be confirmed. An ac power fail was logged indicating that ac mains power was not available anymore. This is accompanied by a corresponding alarm. It was reported that the ac power plug was found to be disconnected being root cause for the ac power failure. In this case the fabius automatically switches to the internal battery. The battery symbol is displayed in the status bar and the led indicator for the mains power supply is turned off. The remaining battery charge is displayed in the status bar. When the remaining battery charge drops below 20%, the note battery low ! Is displayed in the alarm window. If the charge level drops further below 10%, the note in the alarm window is replaced by the alarm battery low !!. These entries have been found in the log and were followed by a motor voltage error entry indicating that the motor voltage has dropped below the minimum level for running the ventilator piston motor due to a depleted battery. In this case the motor is switched off and the alarm ventilator failure is posted. Manual ventilation is still available in this state. According to the IFU a completely charged battery can ensure supply for at least 45 minutes. This was not achieved for the current case so that a malfunction of the battery or a not completely charged battery can be assumed as possible root causes. The technician tested the battery and it could be shown that the device was still working after 55 minutes so that a faulty battery can most likely be ruled out. Finally, the unit was tested and confirmed to be operating per manufacturer¿s specifications.

Event description:
It was reported that during a case a ventilator failure occurred. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.